Event description:
Reporter alleged patients' blood glucose measured 572 mg/dl at 1103 and 572 mg/dl at 1107 compared to a professional method result of 200 mg/dl. Quality control testing was reportedly performed and found to "pass" on both levels. Reporter stated pt info or whether actions were taken or treatment was received was not provided. A request was made for the return of the suspect device and replacement product was sent.